Manufacturer narrative:
Age at time of event: 18 years or older. Initial reporter city: (B)(6).

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and moderately calcified proximal left circumflex. During the procedure, a 15mmx2.75mm wolverine coronary cutting balloon was selected for use after a 2.0x15mm non boston scientific balloon was used to pre-dilate the lesion. However, it was noted that the wolverine balloon was difficult to cross and insert to the lesion. After that, the physician tried to advance the wolverine for a while, but could not cross it at all. Consequently, after dilating with the non boston scientific balloon again, the wolverine was inserted and ruptured after the fifth inflation of 12atm within 5 seconds of dilatation from the proximal of the lesion. The device was simply removed from the patient's body and the procedure was completed using a non boston scientific device. There were no patient complications reported.